Manufacturer narrative:
(B)(4). The device has been returned and evaluated by product analysis on 12/24/2013 with the following findings: a review of the black box did not show any time/date resets to the default setting. The black box showed a manual time date/time change from (B)(6) 2007 01:08 to (B)(6) 2013 10:25. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump passed 29 hour flow accuracy testing and was found to be delivering insulin appropriately. Unrelated to the complaint, investigation revealed that the keypad was torn at the down arrow keypad button, and there was contamination found under the contrast, up arrow, and down arrow key contacts. Additionally, the display screen was observed to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The alleged time and date issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that her blood glucose (bg) has been between 30mg/dl and 40mg/dl in the mornings for the past three days. The patient denied signs or symptoms of hypoglycemia except for moderate lethargy. The patient denied any new medications, activities, or stressors, and denied any diet changes. Troubleshooting found that the time and date were set incorrectly in the pump. The patient reported that the date was set to (B)(6) 2007, and the time was set to am instead of pm. The patient noted that the battery had been changed two days prior. Troubleshooting found all other settings and histories were correct, and the patient denied any site issues. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy with use error as a cause or contributor.